Manufacturer narrative:
Company comment: the serious events of inflammation at implant site and granuloma skin, and the non-serious events of warmth, pain, erythema and discharge at implant were considered expected and possibly related to the treatments. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. The non-serious events of influenza and covid-19 were considered unexpected and unrelated to the treatments. Alternative etiologies include community-acquired viral infection; however, the events could have contributed to the reccurence of the related events. The case meets the criteria for expedited reporting to the regulatory authorities' evaluation text: restylane lyft lidocaine-routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot number was valid and verified the reported product. To date, this is the only medical complaint reported for this lot number. A batch record review will be conducted to rule out a non-conforming product, and follow-up with the reporter will be requested to obtain additional information. CAPA comment: restylane lyft lidocaine-no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number mx2024015982 is a spontaneous report sent on 30-oct-2024 by physician concerning a 62-year-old caucasian/white female patient. Additional information was received on 31-oct-2024 from the same reporter. The medical history of the patient included controlled systemic arterial hypertension, smoking and positive alcohol intake. She was not pregnant or breastfeeding. Concomitant medications included atacand [candesartan cilexetil] 16 mg, higroton [chlortalidone] 15 mg, unisom 25 mg, and lovastatin [lovastatin]. No information about her history of allergies or previous filler treatments was provided. On (B)(6) 2024, the patient received treatment a total of 2 ml of restylane lyft lidocaine (lot 21596) and 1 ml of restylane defyne (lot 21062-1) for tissue repositioning (bone, improve puppet line groove). The hcp injected 0.3 ml per side of the zygomatic arch in 3 points, each point with 0.1 ml of supraperiosteal adjunct, 0.2 ml per side of the mandibular arch using a flexible subcutaneous micro cannula, 0.5 ml per side of the prejowl region using a micro cannula subcutaneously, and 0.5 ml per side of the puppet line using a flexible micro cannula with an unknown injection technique. The patient had not used the product before. On (B)(6) 2024, the patient experienced flu (influenza). On (B)(6) 2024, the patient experienced inflammation (implant site inflammation), heat (implant site warmth), and pain (implant site pain) in the right marrow line. She was treated with diprospan du [betamethasone dipropionate] im, denvar [cefixime] 400 mg once daily for 6 days, celestamine [betamethasone, loratadine] every 8 hours for 3 days, then every 12 hours for 3 days, then every 24 hours for 3 days, and then discontinued. Additionally, the hcp treated her with hyaluronidase pb serum total correct [hyaluronidase] to the area of inflammation. On 19-jun-2024, the patient reported pain and inflammation at all application sites. Consequently, the physician decided to withdraw all the product, injecting her with 4 vials more than the correct total. On 21-jun-2024, the patient returned to the physician without complications and was completely asymptomatic. On an unknown date in aug-2024, the hcp reported that the patient had covid (covid-19). On 27-aug-2024, the patient experienced inflammation again at all injection sites. She did not want to take antibiotics or undergo a biopsy or culture. She consulted the dermatology department, which decided to inject intralesional triamcinolone [triamcinolone] corticosteroid and started her on levofloxacin [levofloxacin] 500 mg once per day for 14 days and clarithromycin [clarithromycin] 500 mg every 12 hours for 14 days. On 02-oct-2024, the patient sent a photo to the reporter indicating inflammation in the right mandibular arch. The dermatologist prescribed unspecified oral corticosteroids for a few days. On(B)(6) 2024, the patient experienced pain and an erythematous (implant site erythema) nodule/chronic granulomatous (granuloma skin) again in the mandibular arms, while the rest of the areas were asymptomatic. The dermatologist decided to perform a tissue biopsy and removal of the granuloma, secretion, and tissue culture. No organisms were grown from the tissue culture, and the tissue biopsy revealed chronic granulomatous inflammation associated with exogenous product. The zn and gram stains were negative. The injecting physician consulted the infectious disease department, which empirically recommended starting doxycycline [doxycycline] 100 mg every 12 hours for 6 weeks. On (B)(6) 2024, the patient called the physician and reported secretion (implant site discharge) at the biopsy site. On 24-oct-2024, the patient visited the office, where the physician observed erythema in the area but could not obtain any material or secretion for culture. The wound appeared clean and measured 0.3 cm. The physician prescribed microdacyn [hypochlorous acid, sodium chloride, sodium hypochlorite, super oxidised water] 3 times a day and fucidin [fusidic acid] 3 times a day until the wound closed. On (B)(6) 2024, the patient informed the physician that she did not want to take the antibiotic. On (B)(6) 2024, the patient visited the physician's office. The reporter observed a 0.5 cm nodule palpable at the level of the right zygomatic arch, with pain to the touch but no erythema or edema. Another nodule was present in the right marionette line, measuring 0.3 cm, and there was a slight increase in the size of the left zygomatic arch. The hcp infiltrated two vials of hyaluronidase pb serum total correct and instructed her to continue with antibiotic therapy. The patient denied stopping the antibiotic. The physician requested complete blood biometry, biochemical profile 42, thyroid profile, and an appointment with results. The patient was not hospitalized due to the events and was in the recovery phase. The reporting physician assessed the events as moderate in severity and possibly related to the treatment. Outcome at the time of the report: flu was recovering/resolving. Inflammation was recovering/resolving. Heat was recovering/resolving. Pain was recovering/resolving. Erythematous was recovering/resolving. Nodule/chronic granulomatous was recovering/resolving. Secretion was recovering/resolving. Covid was recovering/resolving.

Manufacturer narrative:
Company comment: the serious events of inflammation at implant site and granuloma skin, and the non-serious events of warmth, pain, erythema and discharge at implant were considered expected and possibly related to the treatments. Seriousness criteria includes the need for multiple medical and surgical interventions to prevent permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. The non-serious events of influenza and covid-19 were considered unexpected and unrelated to the treatments. Alternative etiologies include community-acquired viral infection; however, these events could have contributed to the recurrence of the related events. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot number was valid and verified the reported product. To date, this is the only medical complaint reported for this lot number. A batch record review was conducted. No potential quality issues were identified in the manufacturing process of the specified batch. The batch was manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6)2024 by physician concerning a 62-year-old caucasian/white female patient. Additional information was received on 31-oct-2024 from the same reporter. The medical history of the patient included controlled systemic arterial hypertension, smoking and positive alcohol intake. She was not pregnant or breastfeeding. Concomitant medications included atacand [candesartan cilexetil] 16 mg, higroton [chlortalidone] 15 mg, unisom 25 mg, and lovastatin [lovastatin]. No information about her history of allergies or previous filler treatments was provided. On (B)(6) 2024, the patient received treatment a total of 2 ml of restylane lyft lidocaine (lot 21596) and 1 ml of restylane defyne (lot 21062-1) for tissue repositioning (bone, improve puppet line groove). The hcp injected 0.3 ml per side of the zygomatic arch in 3 points, each point with 0.1 ml of supraperiosteal adjunct, 0.2 ml per side of the mandibular arch using a flexible subcutaneous micro cannula, 0.5 ml per side of the prejowl region using a micro cannula subcutaneously, and 0.5 ml per side of the puppet line using a flexible micro cannula with an unknown injection technique. The patient had not used the product before. On (B)(6) 2024, the patient experienced flu (influenza). On (B)(6) 2024, the patient experienced inflammation (implant site inflammation), heat (implant site warmth), and pain (implant site pain) in the right marrow line. She was treated with diprospan du [betamethasone dipropionate] im, denvar [cefixime] 400 mg once daily for 6 days, celestamine [betamethasone, loratadine] every 8 hours for 3 days, then every 12 hours for 3 days, then every 24 hours for 3 days, and then discontinued. Additionally, the hcp treated her with hyaluronidase pb serum total correct [hyaluronidase] to the area of inflammation. On (B)(6) 2024, the patient reported pain and inflammation at all application sites. Consequently, the physician decided to withdraw all the product, injecting her with 4 vials more than the correct total. On (B)(6) 2024, the patient returned to the physician without complications and was completely asymptomatic. On an unknown date in (B)(6) 2024, the hcp reported that the patient had covid (covid-19). On (B)(6) 2024, the patient experienced inflammation again at all injection sites. She did not want to take antibiotics or undergo a biopsy or culture. She consulted the dermatology department, which decided to inject intralesional triamcinolone [triamcinolone] corticosteroid and started her on levofloxacin [levofloxacin] 500 mg once per day for 14 days and clarithromycin [clarithromycin] 500 mg every 12 hours for 14 days. On (B)(6) 2024, the patient sent a photo to the reporter indicating inflammation in the right mandibular arch. The dermatologist prescribed unspecified oral corticosteroids for a few days. On (B)(6) 2024, the patient experienced pain and an erythematous (implant site erythema) nodule/chronic granulomatous (granuloma skin) again in the mandibular arms, while the rest of the areas were asymptomatic. The dermatologist decided to perform a tissue biopsy and removal of the granuloma, secretion, and tissue culture. No organisms were grown from the tissue culture, and the tissue biopsy revealed chronic granulomatous inflammation associated with exogenous product. The zn and gram stains were negative. The injecting physician consulted the infectious disease department, which empirically recommended starting doxycycline [doxycycline] 100 mg every 12 hours for 6 weeks. On (B)(6) 2024, the patient called the physician and reported secretion (implant site discharge) at the biopsy site. On (B)(6) 2024, the patient visited the office, where the physician observed erythema in the area but could not obtain any material or secretion for culture. The wound appeared clean and measured 0.3 cm. The physician prescribed microdacyn [hypochlorous acid, sodium chloride, sodium hypochlorite, super oxidised water] 3 times a day and fucidin [fusidic acid] 3 times a day until the wound closed. On (B)(6) 2024, the patient informed the physician that she did not want to take the antibiotic. On (B)(6) 2024, the patient visited the physician's office. The reporter observed a 0.5 cm nodule palpable at the level of the right zygomatic arch, with pain to the touch but no erythema or edema. Another nodule was present in the right marionette line, measuring 0.3 cm, and there was a slight increase in the size of the left zygomatic arch. The hcp infiltrated two vials of hyaluronidase pb serum total correct and instructed her to continue with antibiotic therapy. The patient denied stopping the antibiotic. The physician requested complete blood biometry, biochemical profile 42, thyroid profile, and an appointment with results. The patient was not hospitalized due to the events and was in the recovery phase. On 11-nov-2024, additional information was received from the reporting physician. The physician reported that although the patient did not feel comfortable taking the antibiotics, the patient did not interrupt the treatment and followed the instructions. The granuloma was surgically removed (on unknown date). Currently, the patient was asymptomatic. However, it was important to note that the patient was still using the antibiotics. The reporting physician assessed the events as moderate in severity and possibly related to the treatment. Outcome at the time of the report: flu was recovered/resolved. Inflammation was recovered/resolved. Heat was recovered/resolved. Pain was recovered/resolved. Erythematous was recovered/resolved. Nodule/chronic granulomatous was recovered/resolved. Secretion was recovered/resolved. Covid was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 11-nov-2024 from the same reporter: outcome of events and corrective treatment details were updated. V.2 batch record review results obtained on 21-nov-2024.